Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of hubq1719 showed no other similar product complaint(s) from this lot number.

Event description:
Per ms&s, customer needs to confirm if we recently made changes to the peg guidewire kit. She described the "junction having film or tape around it." She described the "junction" as the " part where its pulled through the stomach." She stated the tape or film "almost caused the physician to switch to an open procedure". Ms&s forwarded the case to bas (B)(4).